Event description:
A right heart catheterization was performed on (B)(6) 2026 to confirm the validity of the pressure sensor readings. This was not reported to abbott until 10jun2026. The sensor was not recalibrated. Readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.